Event description:
The customer reported the system shut down without command. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.